Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction to the sensor adhesive on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Reaction was described as an itchy and red rash, located at the buttocks. Affected area was treated with soap and water. On (B)(6) 2016 patient's mother consulted with a dermatologist who stated that the reaction was due to the sensor adhesive. Dermatologist issued a 5-day ointment. Additional event or patient information was not provided.